Event description:
The customer reported the ventilator alarmed with exhalation valve stuck closed message. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with exhalation valve stuck closed message. The customer reported there was no patient involvement.